Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "total hip arthroplasty using the s-rom modular stem after joint-preserving procedures for osteonecrosis of the femoral head" written by seung-jae lim, md, young-wan moon, md, sang-soo eun, md, and youn-soo park, md published by the journal of arthroplasty vol. 23 no. 4 2008 accepted by publisher 17 may 2007 was reviewed. The article's purpose: "we evaluated the clinical and radiographic results of tha using the s-rom stem depuy/(B)(4) in patients who had undergone a joint-preserving procedure for onfh and compared these results with those observed in a matched group of patients who had undergone tha using the same prosthesis but had not undergone a previous joint-preserving procedure." Data was compiled from two groups - those who undergone previous joint preserving procedure (study group) and those who did not (control group). A total of 30 patients 36 hips who were followed for more than 2 years who received implants between 1995 and 2004 are in the study group. The control group of were of 39 hips who undergone tha with the same prosthesis. The mean interval between initial joint-preserving procedure and tha was 43 months. Depuy products utilized: srom stem. Acetabular components were not identified or referred to. Adverse events: intraoperative femoral fracture (4 of which 3 were calcar cracks identified during stem insertion healed in situ without need for additional procedures and 1 trochanteric fracture with occurred during femoral canal preparation was treated with cerclage cable fixation and healed without sequelae), ectopic ossification, osteolysis around acetabulum component (non depuy and no mention of debris or wear). The article reports "no dislocation or deep infection was noted in either group. With the exception of the 1 reoperation in each group due to periacetabular osteolysis, no additional reoperations were needed and no revisions were performed in either group."